Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population. Complications reported included stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: effectiveness of patent foramen ovale occlusion devices versus medical therapy: an indirect comparison based on reconstructed individual patient data b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "effectiveness of patent foramen ovale occlusion devices versus medical therapy: an indirect comparison based on reconstructed individual patient data", was reviewed. This research article is a retrospective multicenter experience to evaluate the efficacy of patent foramen ovale (pfo) closure plus medical therapy versus medical therapy alone in patients with cryptogenic stroke. The devices included in the study were amplatzer pfo occluder, helex septal occluder, and cardioform septal occluder. The article concluded that pfo closure with occlusion devices significantly reduced recurrent stroke compared with medical therapy alone. Abbott and gore devices demonstrated comparable long-term efficacy. [The primary author was melania rivano, scientific committee, italian society of clinical pharmacy and therapeutics, turin, italy.] [The secondary and corresponding author was roberto brunoro, department of pharmacy, university of milano, milano, italy, with corresponding e-mail: roberto.brunoro@unimi.it.].